Event description:
Reporter indicated a patient had high lead impedance >10,000 ohms on approximately (B)(6) 2012. The vns was disabled. X-rays were performed which did not identify any lead breaks per the reporter. No trauma was reported. Replacement of the vns lead and generator is planned, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The manufacturer has been unable to confirm if vns revision surgery has taken place, and if so if the explanted devices will be returned. It is believed surgery occurred, but the date is not known.